Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed when the device was started up. The manufacturer¿s service technician observed error codes e-155 (machine flow drift high) in the device¿s event log. The service technician replaced the device¿s flow sensor to address e-155. After replacing the part on the device, the final test and run-in tests were performed on the device, along with the battery and valve checks. The device was found to be operational, and it was cleaned. The flow sensor was sent to the philips investigation lab (pil) for further evaluation. The flow sensor was checked for visual defects and found contamination on the part. Further testing was performed on the flow sensor and although there was some contamination observed, the flow sensor operated as designed since it passed flow verification testing.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.